Manufacturer narrative:
Correction, g3: date received by MFR: the initial MDR g3 date was inadvertently submitted as 04/23/2025; however, the correct date is 04/25/2025. Additional information: b5. B5: upon follow up it was reported that on an unknown date, antibiotic treatment was discontinued and the patient was recovered from the peritonitis event. H11:should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent and abdominal pain. It was reported that the patient was hospitalized and then discharged. The day after event onset the patient was treated with injection of injection vancomycin (2gm, every 7 days, intraperitoneal, ongoing) and injection ceftazidime (1gm, once daily, intraperitoneal, ongoing) for peritonitis. It was reported that retraining for break in aseptic technique was pending. At the time of this report, the patient is recovered from cloudy pd effluent and abdominal pain and is recovering from peritonitis. Pd therapy was ongoing. No additional information is available.